Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-1-fem-ft-celect-pt. (B)(4). Summary of investigational findings: image review found the celect-pt filter was placed with a 17° of true rightward tilt in reference to the ivc. Approx. 12 days later the tilt had increased and two primary filter legs demonstrated a grade 3 perforation, both extending into the retroperitoneal fat. A third primary leg extended into the left renal ostium, but did not penetrate through the wall of the vein and a fourth primary leg demonstrated a grade 1 perforation. All secondary legs demonstrated a grade 1 perforation or more. The pattern and degree of perforations observed is likely a direct result of the rightward tilt observed during initial filter placement and the abnormal stresses placed on the primary and secondary legs as a result of that tilt. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: during the index procedure on (B)(6) 2015, the patient received a celect® filter. The inferior vena cava (ivc) diameter at the intended filter location was 24 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was >= 16 degrees. There was no extravasation of contrast, and no filter legs appeared outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 22.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Migration, extravasation of contrast, location of filter legs and filter tilt were not assessed. On (B)(6) 2015, post-procedure x-ray (one day post-procedure): site: filter tilt was >= 16 degrees. Analysis: the angle of filter tilt in the ap view was 25.2 degrees and angle of tilt in the lat view was not provided the patient was discharged from the hospital on (B)(6) 2015. The 3 and 6 month follow-up calls were completed and no adverse events were reported. On (B)(6) 2016 (363 days post-procedure), the 12 month follow-up clinical assessment was completed. It was determined that the filter was no longer clinically necessary and the retrieval procedure was to be scheduled. On (B)(6) 2016 (378 days post-procedure), the 12-month CT was completed and revealed no filter embolization. The angle of filter tilt in the coronal plane was 36 degrees. There were 6 filter legs with grade 1 interaction with the ivc wall. There were 3 filter legs with grade 2 interaction with the ivc wall, no hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. There were 3 filter legs with grade 3 interaction with the ivc wall. The organs affected were lumbar vein, renal vein, and pancreas. There was no hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. On (B)(6) 2016 (394 days post-procedure), the pre-retrieval x-ray was completed. Site reported filter tilt >= 16 degrees. Analysis reported evidence of filter deformation ¿ bending of the filter. The angle of the filter tilt in the ap view was 24.6 degrees. The angle of filter tilt in the lat view was 10.3 degrees. On the same day as the imaging, the filter was removed endovascularly. Patient outcome: the patient remains in the study until the one-month post-retrieval visit is completed.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-ft-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: during the index procedure on (B)(6) 2015, the patient received a celect® filter. The inferior vena cava (ivc) diameter at the intended filter location was 24 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was >= 16 degrees. There was no extravasation of contrast, and no filter legs appeared outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 22.6 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Migration, extravasation of contrast, location of filter legs and filter tilt were not assessed. On (B)(6) 2015, post-procedure x-ray (one day post-procedure): site: filter tilt was >= 16 degrees. Analysis: the angle of filter tilt in the ap view was 25.2 degrees and angle of tilt in the lat view was not provided the patient was discharged from the hospital on (B)(6) 2015. The 3 and 6 month follow-up calls were completed and no adverse events were reported. On (B)(6) 2016 (363 days post-procedure), the 12 month follow-up clinical assessment was completed. It was determined that the filter was no longer clinically necessary and the retrieval procedure was to be scheduled. On (B)(6) 2016 (378 days post-procedure), the 12-month CT was completed and revealed no filter embolization. The angle of filter tilt in the coronal plane was 36 degrees. There were 6 filter legs with grade 1 interaction with the ivc wall. There were 3 filter legs with grade 2 interaction with the ivc wall, no hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. There were 3 filter legs with grade 3 interaction with the ivc wall. The organs affected were lumbar vein, renal vein, and pancreas. There was no hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. On (B)(6) 2016 (394 days post-procedure), the pre-retrieval x-ray was completed. Site reported filter tilt >= 16 degrees. Analysis reported evidence of filter deformation ¿ bending of the filter. The angle of the filter tilt in the ap view was 24.6 degrees. The angle of filter tilt in the lat view was 10.3 degrees. On the same day as the imaging, the filter was removed endovascularly. Patient outcome: the patient remains in the study until the one-month post-retrieval visit is completed.